Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced under fill or low draw of a tube with blood. Product defect was noted during use. The following information was provided by the initial reporter: the tube does not draw the right amount of blood, this means that the laboratory machinery does not perform the examination. The patient had to undergo multiple blood samples.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to low draw volume as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 2 bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced under fill or low draw of a tube with blood. Product defect was noted during use. The following information was provided by the initial reporter: the tube does not draw the right amount of blood, this means that the laboratory machinery does not perform the examination. The patient had to undergo multiple blood samples.